Manufacturer narrative:
(B)(4). The investigation did not identify a product non-conformance. The sample that generated the discrepant (B)(6) result was not available for further analysis. Since there were no data files provided, it could not be confirmed if the viral titer of the sample is close to the limit of detection for this case. In addition, discrepancies between different types of samples (in this case using dried blood spots (dbs) with the cobas ampliprep/cobas (B)(4) qualitative test compared to plasma samples with the cobas (B)(4) monitor test), even though they are from the same patients, are difficult to compare, especially if using different tests. The customer is advised to compare the same plasma samples from the same patient with both tests instead of using two different sample types. If the viral concentration of the samples is not close to the lod of the test, the reproducibility between assays should improve. (B)(4).

Event description:
A customer site in (B)(6), has alleged that discrepant test results were generated for two patient samples (being reported through MDR 2243471-2011-00088 and-00089) with the cobas amplicor (B)(6) monitor test, version 1.5 when compared to the cobas ampliprep / cobas taqman (B)(6) qual test for research use only. Specifically, the customer indicated that the patient sample generated target (B)(6) results with the cobas ampliprep / cobas taqman (B)(6) test, version 2.0 and positive results using the cobas amplicor (B)(6) monitor test, version 1.5. The customer indicated that a dried blood spot sample was used with the cap/ctm (B)(6) qualitative test and a plasma sample was used with the cobas amplicor (B)(6) v1.5 monitor test..

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).